Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient to the clinic remotely via merlin.net transmission. Upon examination, the transmission showed the implantable cardioverter defibrillator had episodes of post paced t wave oversensing. It was noted that the patient required less than one percent pacing. The patient was brought to the clinic and the device was reprogrammed to minimize the occurrence of the oversensing. The patient was reported to be in stable condition.